Event description:
It was reported that the pacemaker was found to be in safety mode, and the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 2000 ohms. X-ray imaging showed no obvious sign of fracture. Subsequently, the patient underwent a revision procedure and the pacemaker was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.